Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several cube pockets in drawers 4.1 and 4.2 had failed. Multiple internal connection issues were identified, including loose row board cables, retractor cable connections, and internal pyxis bus cables. A field service engineer resecured all cables, secured the road tray and retractable cables, and replaced missing slide bumpers. The e-compartment was vacuumed to remove debris, and the unit was inspected for loose medications, drawer rail operation, and missing components. Loose drawer fronts were tightened, and the system was restored to proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es ,had a drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.